Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 32.9, 19.2 and 7.1mmol/l meter to lab. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.